Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a vicmo 13.2, -16.00 diopter, implantable collamer lens tore before/during loading on (B)(6) 2020. Damage was noted after opening vial. No patient contact. Cause of event is reported as device. Per reporter, "probably the lens was broken in the cartridge (experienced icl surgeon). Quiet eye, second surgeon in the future planned."

Manufacturer narrative:
Method code 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens haptic torn. Cartridge model-sfc-45; lot# 1442149 and foam tip plunger model-ftp; lot#- 1434034 should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6 - cartridge work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).